Event description:
Customer reportedly received results of 300 mg/dl on her device and 100 mg/dl on her physician's device within 10 minutes. No high blood symptoms reported. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.